Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw.

Event description:
It was reported that the lead dislodged. The lead was disconnected for repositioning, but was unable to re-connect to the implantable pulse generator (ipg). It was noted that the setscrew was either missing or broken. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.